Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she received a motor error alarm on her insulin pump. The patient's blood glucose at the time of incident was 89 mg/dl. She stated that she restarted the pump after the motor error occurred, but that the alarm occurred again while attempting to refill the cannula. The customer does not recall any significant events leading up to the motor error issues. Troubleshooting was initiated for the motor error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.